Event description:
It was reported that a malfunction alarm occurred. Reportedly, the battery was not charged in accordance with the user manual. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 264 mg/dl.